Event description:
It was reported that the patients ipg has reached end of life resulting in a return of dystonia symptoms leading to hospitalization. Surgical intervention is planned to replace the ipg.

Manufacturer narrative:
Reporter phone number (B)(6). B3-date of event is estimated. D6a - date of implant is unknown unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Manufacturer narrative:
It was reported to abbott a patient with dystonia was hospitalized due to a loss of therapy. The physician stated the patient¿s ipg was no longer working. No other details were provided concerning the condition of the ipg. The physician wanted to proceed with replacing the ipg; however, the adapters that could be essential for the replacement were on back order. As of 10 dec 2024, surgery had not been scheduled. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.